Event description:
After easy access of pt left basilic vein, the guidewire was inserted without resistance. Upon retracting the 21 g needle used to access the vein (using ultrasound), there was a very slight pull or tug on the wire. Rn stopped retracting the needle and assessed the wire which appeared intact. Resumed to retract needle and the guidewire snapped. Rn held pressure and called for assistance. X-ray showed wire in left upper extremity. Physician in room pulled the wire out. Post x-ray was obtained. Pt alert and oriented throughout. Vital signs within normal limits. No pain. + radial pulses throughout. (Note: while wire fragment was held by rn, a tourniquet was placed at axilla area of lue. Pt + l radial pulse.

Manufacturer narrative:
The complaint was confirmed, but the exact mechanism of damage is unknown. There was a break in the floppy tip of the nitinol guidewire and the broken end of the guidewire was not returned for evaluation. The core wire exhibited necking, or narrowing, of the wire at the break site, which indicates that the wire was subject to excessive tensile stress. The coil wire was stretched and unraveled, which indicates that the wire as subjected to tensile stress. It was reported that the damage to the guidewire was detected while retracting the needle from over the guidewire. No defects related to the manufacturing process were noted on the complaint sample. The IFU cautions, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." A chr of lot # reua0567 showed no other similar product complaint(s) from this lot number.